Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they went for swimming with the insulin pump then the insulin pump started to alarm and screen went blank. The customer¿s blood glucose level was 10.5 mmol/l. Customer reported that they noticed the crack on the backside of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was received with blank display due to moisture damage on electronic assembly.